Manufacturer narrative:
The investigation was based on the provided information and the log file of the affected device. Based on the log file three warm start events on the reported day of event occurred at 02:24am, 02:26 am and 02:32 am. Based on the log file the root cause for the warm starts could not be identified. A functional test of the device was performed, without a deviation. Therefore, an external interference was considered to be the most likely root cause of the event. The evita is approved according to the en60601 standard and meets the immunity barriers specified therein. In sporadic cases disturbances that are higher than the specification of the standard occur. If the device stopped ventilating, audible alarms and visual messages are activated informing the user of the status of the device. In case a warm start is triggered, the device will briefly power off and then back on. A warm start is accompanied by an audible alarm. The emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device performed a restart while in use on a patient. It was reported that after the restart the device worked again. No patient harm was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device performed a restart while in use on a patient. It was reported that after the restart the device worked again. No patinet harm was reported.